Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. The device was received with normal telemetry and output. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device longevity assessment found the device was operating above the end of service (eos) voltage consistent with normal usage. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.